Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a normal device replacement procedure for this implantable cardioverter defibrillator (ICD), the patient's right atrial (ra) lead could not be removed from the header. The device header was therefore removed and the lead was able to be removed and reused with the new device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted the header was removed and the back of the header nearest the ra lead was removed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Analysis confirmed the damage and connection issues.

Event description:
Sending supplemental report to provide results of the product investigation.